Event description:
Boston scientific crm received information that while the patient was in hospital due to neurological syncope, the device was pacing at the maximum sensor rate during a hall walk test. This rhythm was not reproducible in a clinic setting. Boston scientific technical services advised the sales representative (sr) that the high rate pacing may have occurred due to an external pacemaker or ventricular oversensing. The sr confirmed that there was not an external pacemaker being utilized. The minute ventilation feature was reprogrammed from a rate response of six down to three per the physician's request. Of note, the patient also had an aneurysm and their electrolytes may have been out of balance. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.